Event description:
It was reported that the customer was having a keypad anomaly with the insulin pump. Customer stated the numbers were ramping on their own, the scroll bar was not moving, and there was no input. Customer's blood glucose was 90 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Insulin pump replaced. No further information provided.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. No unexpected numbers ramping or scrolling during testing. Also received pump with bleeding lcd glass, cracked reservoir tube lip, scratched lcd window, scratched reservoir tube window and stained end cap sticker.